Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a cause for the reported migration (partial clip movement) and tissue injury. The reported poor image resolution was due to patient anatomy and shadowing. Tissue injury is listed in the instructions for use as a known possible complication associated with the mitraclip procedures. The reported serious injury/illness/impairment was a result of case specific circumstance as no additional intervention or treatment was provided. There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a mitraclip procedure was performed to treat functional mitral regurgitation (mr) grade 4+. Patient had amyloidosis. Two clips were implanted without issue. A third nt mitraclip was implanted. After deployment, mobility of the clip on the anterior leaflet was noted. It was unknown if the clip detached fully from the leaflet or if leaflet damage had occurred due to difficult imaging. The clip remained stable so the procedure was ended with mr reduced to grade 2+. The patient remained stable. There were no patient consequences or clinically significant delay.